Manufacturer narrative:
No medwatch form was received.

Event description:
The device was reported that the right ventricular lead exhibited an increase in thresholds. The lead was capped and replaced.